Event description:
It was reported that the patient experienced inadequate stimulation due to the spinal cord stimulator (scs) lead had migrated. Imaging was not acquired to confirm the scs lead migration. The patient underwent a scs replacement procedure. No further information has been obtained. Additional information was received that the patient was doing well postoperatively and the explanted devices were kept by the facility.

Event description:
It was reported that the patient experienced inadequate stimulation due to the spinal cord stimulator (scs) lead had migrated. Imaging was not acquired to confirm the scs lead migration. The patient underwent a scs replacement procedure. No further information has been obtained. Additional information was received that the patient was doing well postoperatively and the explanted devices were kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation due to the spinal cord stimulator (scs) lead had migrated. Imaging was not acquired to confirm the scs lead migration. The patient underwent a scs replacement procedure. No further information has been obtained.